Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing of the returned sample, testing of a retained reagent kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review did not identify any trends. The returned sample was tested with lot 04651be00 and a non-reactive result of 0.90 s/co was obtained. The sample was also tested with fta-abs (fluorescent treponemal antibody absorption) method. The fta-abs method was indeterminant and the tppa method showed a positive result for the sample. A retained reagent kit of lot number 04651be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lots is negatively impacted. No false non-reactive results were obtained.

Manufacturer narrative:
Common device product code: updated product code: from mtn to lip.

Manufacturer narrative:
On 27mar2020, an error was identified regarding the final device evaluation that was submitted for this event. This follow-up MDR is being submitted to include the following statements, which were left out in the previous follow-up MDR for this event:: labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. Therefore, the final device evaluation should read: an investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing of the returned sample, testing of a retained reagent kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review did not identify any trends. The returned sample was tested with lot 04651be00 and a non-reactive result of 0.90 s/co was obtained. The sample was also tested with fta-abs (fluorescent treponemal antibody absorption) method. The fta-abs method was indeterminant and the tppa method showed a positive result for the sample. A retained reagent kit of lot number 04651be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lots is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 08d06-42 that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The customer observed a (B)(6) architect (B)(6) tp result for a (B)(6) year old female patient, when processing on the architect i2000sr. The initial and retest results were both (B)(6). Additional testing with espline immunochromatography was (B)(6) and rpr testing was (B)(6). The past medical history for the patient was provided: 2017 architect tpab: (B)(6); espline: (B)(6). 2019 architect tpab: (B)(6); espline: (B)(6). No impact to patient management was reported.